Event description:
It was reported the patient thought 6-7 days prior to report the implantable neurostimulator (ins) had completely stopped. It was stated it had lost power and when the patient had ¿got it back up again¿ it was nowhere near how it was before. It was noted the patient had seen their doctor the day prior to report and they tried to adjust the ins but they could not get it back to where it was before. It was stated for two days prior to report the ins had shown it was fully charged. It was stated the patient had interrogated the ins with the patient programmer and it showed the ins battery was full and 100%. It was stated the patient had connected the implantable neurostimulator recharger (insr) and it showed the ins battery was full to 75%. It was stated it flashed from 75-100% and after a few minutes the insr showed ins full screen.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v171221, implanted: (B)(6) 2008, product type: lead; product ID 64002, lot# n333117, implanted: (B)(6) 2012, product type: adapter; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID neu_unknown, serial# unknown, product type: unknown; product ID 37651, serial# unknown, product type: recharger. (B)(4).